Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2012-03431 addresses the first extractor balloon, manufacturer report #3005099803-2012-03430 addresses the second extractor balloon. It was reported to boston scientific corporation on (B)(6) 2012 that two extractor pro rx balloons were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, both balloons were withdrawn from the patient due to inflation issues. Both balloon were inflated outside of the patient and the found to be lopsided and misshapen. The procedure was completed another extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact patient age is unknown, however it was reported the patient was born in 1981. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Device (B)(4) relates to (B)(4) for the reported event of balloon inflates in an irregular shape. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.